Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/12/2024, it was reported by a sales representative via email that an ar-1588btb-ib tightrope ii btb tension suture broke as the graft was passed through the bone tunnel of the femur. The graft was removed and a new ar-1588btb-I tightrope ii btb was used to prep the graft. This was discovered during an aclr procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.